Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. Reportedly, the patient had an anaphylaxis allergic reaction to an antibiotic. Additional information received indicates that the patient also had a large pneumothorax that caused air to collect in the pocket which led to an out of range high voltage impedance. The physician felt the impedance would resolve itself once the air inside the pocket dissipates. Furthermore, all other lead and device tests were within normal range. The ICD, right ventricular (rv) lead and right atrial (ra) lead remain in service. The patient was hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.